Event description:
The customer reported that the display segments were out on the device. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u4 on display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/06/2019 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the led display grn 7seg 7.6mm dip10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the display segments were out on the device. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06aug2019 to the present date 20jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the display segments were out on the device. No patient involvement.